Event description:
It was reported that the patient had ¿foul smelling urine¿ and abnormal findings on urinalysis. The patient had a urinary tract infection (uti) and was treated with ¿keflex.¿ the outcome was noted as ongoing.

Manufacturer narrative:
Product ID 3093-28, lot# v691380, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).